Event description:
The customer reported that the pump malfunctioned, which caused the blood glucose level to exceed 500 mg/dl. The exact value of the blood glucose level was not known, but it was displayed as "high." The customer attempted to correct the high blood glucose level with a correction bolus via the pump. Reportedly, the customer reverted to alternate method of insulin therapy.